Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure for a distal end fracture of the fibula: surgeon went to bend the plate to fit the fracture using a bender. The plate broke in spite of loading properly and non-repetitive bending. Another plate was selected and the bend press was used.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
A review of the raw material device history record revealed this lot met all specifications with no anomalies noted.